Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that during the device evaluation, the colonvideoscope exhibited foreign objects in the nozzle. However, the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned and the evaluation found no water or air is fed due to clogging of the nozzle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonvideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.